Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the dissection tip had multiple scratches and it had a dent in the location where the scope gets inserted. The dissection tip was screwed onto a reference scope; it screwed onto the scope w/o any difficulty. The dissection tip was viewed under a microscope; there were threads with no breaks or cracks. Based upon the rec'd condition of the device, the reported complaint could not be confirmed. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, there was no threading on the dissection tip in the vasoview 6 accessory pack; it would not screw onto the scope. A hemopro device was used to complete the procedure. The hospital did not report any pt effects.